Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
It was reported via phone call that the customer was using the auto mode feature at the time of the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device failed the audio test. The audio test was performed again during the call and the device passed. The customer also reported of experiencing low blood glucose of 40 mg/dl. They treated with glucose tablets. They were not on auto-mode. The device will not be returned for analysis.